Manufacturer narrative:
(B)(4) solenoid valves. A field service representative (fsr) was dispatched to the account. The fsr replaced 4 solenoid valve assemblies which were worn out from normal use. The fsr proactively replaced the solenoid driver module (sdm) pcb assembly and the closed mode aspiration needle, trimmed the tubing, and verified instrument operation per specifications. Customer complaint data was reviewed and no adverse trends were identified. The cell-dyn ruby system operator's manual was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Event description:
The account stated that the celldyn ruby analyzer generated a hemoglobin (hgb) result of 5.7 g/dl and a platelet result of 52,000/ul in the closed mode. The sample was repeated with similar results. The patient was scheduled for a transfusion. Prior to the transfusion a fingerstick was performed and the hgb was 12 g/dl. The physician then ordered another blood draw for the patient. The sample was run in the open mode with a hgb of 13.8 g/dl and a platelet of 116,000/ul. The patient did not receive the transfusion.